Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the rn had difficulty disconnecting the bi-fuse y-site extension set from the maxzero connector on the patient's PICC line after an infusion of tpn/il. She was unable to disconnect and align the spin collar to the grooves of the tubing due to the breaking off, cracking and flattening of the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the inability to disconnect with subsequent breakage of the male luer was confirmed. Visual inspection of the bi-fuse set showed a damaged male luer with the spin lock not securely fitted around the luer barb, and the male luer tip completely broken off and stuck inside the concomitant needle free valve. During testing, difficulty in disconnecting and slight damage to the spin lock were replicated by disinfecting with alcohol and then connecting the components immediately afterward, without sufficient dry time. The root cause of the reported failure was not definitively determined. Previous investigations have found that disinfecting with alcohol and not allowing a sufficient dry time prior to connection can fuse the two components and weaken the material.